Event description:
A journal article was reviewed that contained information regarding a right ventricular pacing lead. There was one patient in the article. The patient was hospitalized three months after implant of the lead due to acute and severe chest pain. The lead had migrated from its original position and perforated the outside of the pericardium through the ventricular wall near the intraventricular groove. The lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature, and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Without a serial number at this time there is no way to know if this information has been reported on another medwatch report. Kondoh h, funatsu t, taniguchi k. Late left ventricular perforation by active fixation pacemaker lead implanted in the right ventricular septum. (B)(4).